Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information notes that the lead was extracted and replaced. The patient was stable pre/post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room. The patient had been shocked inappropriately for oversensing noise on the ventricular lead. Upon interrogation it was seen that there were frequent episodes of oversensing and no sensing of intrinsic r waves. And no capture at max output. The lead exhibited high, out of range, pacing impedance. Upon x-ray it was seen that the ventricular lead had dislodged and migrated all the way back to the pocket. Programming changes were made in order to disable the lead. It was determined that the patient previously had a fall which the physician felt contributed to the lead getting dislodged. Revision was discussed but not made at the time.